Manufacturer narrative:
It was reported that the doctor used 11 blade on long knife handle to cut annulus of disc, 11 blade broke in half inside patient, both halves of blade retrieved from inside patient. This did not impact patient at all. This caused no harm to the patient; all of the 11 blade was retrieved. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The 11 blade broke in half inside patient, both halves of blade retrieved from inside patient.